Event description:
It was reported that during an unknown procedure, the staples were malformed after firing and the rest of the staples were still in the reload. The procedure was completed using a same like device. As the patient had (B)(6), sample had been discarded. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, a DHR review was performed and no discrepancies were observed during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.